Event description:
The consumer alleges they leaned forward to pick something up off the floor, and the chair allegedly tipped over on top of them. They were allegedly stuck on the floor for 3 hours. This allegedly resulted in a broken rib, abrasions, and a sprained hip.